Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the pusher assembly. The pusher assembly was undamaged. The friction lock was wrinkled on the introducer sheath. The embolization coil was intact with the distal detachment tip (ddt) of the pusher assembly. The embolization coil had offset coil winds along the length of the coil. Conclusions: evaluation of the returned smart coil revealed offset coil winds along the length of the embolization coil. If the introducer sheath is not properly aligned within the hub, resistance may be experienced. If the device is advanced against resistance, damage such as offset coil winds may occur. This damage may have contributed to additional resistance experienced in the reported complaint. During functional testing, the smart coil was able to advance out of its introducer sheath with minor resistance but was unable to advance through the hub of a demonstration microcatheter. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the feeding artery of a meningioma using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed two smart coils into the target vessel using a non-penumbra microcatheter. The physician then attempted to advance a third smart coil through its introducer sheath and felt resistance. The smart coil was only able to advance a few centimeters inside the introducer sheath and was therefore removed and was not used in the procedure. The procedure was completed using another smart coil and the same non-penumbra microcatheter. There was no report of an adverse effect to the patient.